Event description:
It was reported that, unacceptable capture thresholds and noise were noted on the right ventricular (rv) lead. Rv lead damage was suspected but this has not been confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.